Event description:
It was reported that there was a catheter issue of a break/disconnect at an unknown location. The patient had symptoms of less than 50% therapy relief, underdose symptoms, an increase in pain, diarrhea, and nausea when the issue occurred. Diagnostic testing had included a dye study, which determined there was a break in the catheter. The patient required hospitalization and replacement of the pump and catheter. The distal end remained in the thecal sac of the patient, and the rest of the catheter was being returned for analysis. The patient was replaced with a new catheter, and the pump was also replaced to avoid an additional surgery in 2 years. The issue was resolved. The patient status was alive no injury and was reportedly ¿doing fine now¿. The pump system was being used to infuse bupivacaine, morphine and an unknown medication.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4).